Manufacturer narrative:
The reported event of a separation failure could not be confirmed. Visual inspection found no anomaly on the outer or inner helix; the helix lengths were within specification. The inner diameter of the device docking button where the bullets on the tether interact was within specification. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that a patient presented for an aveir dr implant. After fixating the right atrium leadless pacemaker (ralp), the catheter was unable to release the ralp. The physician elected to replace the ralp and catheter and complete the procedure with a new catheter and ralp. The patient was stable following the procedure.